Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received insulin flow block alarm. The customer also reported that they experienced high blood glucose the customer¿s blood glucose level was 400 mg/dl at the time of the incident. Customer was not trial all remedies. The reservoir will be returned for analysis.